Manufacturer narrative:
Should additional reportable information be received pertaining to the reportable event, a supplemental regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of the implant of this transcatheter pulmonary bioprosthetic valve, the patient had a known history of non-sustained ventricular tachycardia and had been taking an anti-arrhythmic medication since approximately 2 years prior to the valve implant. A betablocker was added following the valve implant procedure. Approximately 4 months following the implant of this transcatheter pulmonary bioprosthetic valve the patient felt ¿skipped beats¿. As reported initially, a worsening of symptoms with worsened premature atrial contractions (pac) and premature ventricular contractions (pvc). Unspecified atrial flutter was also reported. Approximately 8 days later, a cardiac event monitor identified an intraventricular conduction delay. Approximately 2 months following the worsening symptoms, holter monitoring occurred. The holter monitor revealed the predominant rhythm was sinus rhythm with supraventricular ectopy. The heart rate ranged from 131-55 beats per minute (bpm). An average heart rate reported was 71 bpm. There were 4,451 ventricular ectopic (ve) beats with a burden of 1 %. There were 7 occurrences of ventricular tachycardia (vt) with the fastest episode of 113 bpm and the longest episode of 3 beats. As reported there were 38,638 supra ventricular ectopic (sve) beats with a burden of 13 %. There were 13 occurrences of supraventricular tachycardia with the fastest episode 131 bpm and the longest episode of 10 beats. Also within this monitoring included a 3-beat ventricular run. Following the holter monitoring as result, a beta-blocker was increased. The specific cause was not reported. However, the physician indicated the event was not related to the valve nor to the valve implant procedure. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that following the valve implant and at discharge, an electrocardiogram (ECG) identified normal sinus rhythm (nsr) with a right bundle branch block (rbbb) and right axis deviation. Approximately 12 days following the valve implant and ECG identified nsr, right axis deviation and moderate t-wave abnormality. Approximately 1 month later the ECG noted nsr and right axis deviation. Approximately 5 months and 2 weeks following the valve implant and ECG identified normal sinus rhythm and non-sustained ventricular tachycardiac (nvst). Further, at 6 months following the pulmonary valve implant an ECG identified nsr with frequent supraventricular premature complexes (pvc) and an intraventricular conduction delay. Approximately 1 month later, an ECG noted nsr with pvcs and right axis deviation. No treatment reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: intra-procedural fluoroscopic images and the patient¿s executive summary were provided for review. According to the executive summary, the length of the main pulmonary artery measured the minimum needed to implant the bioprosthesis; however, the images provided did not allow to confirm the final position of the valve at the roof of the bifurcation. An intra-annular position might have contributed to the conduction disturbances reported. As stated in the instructions for use (IFU), potential risks associated with the implantation of the harmony transcatheter pulmonary valve (tpv) may include, but are not limited to arrhythmias. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.